Event description:
It was reported from (B)(6) that during a total knee arthroplasty (tka) surgical procedure, it was discovered that the battery oscillator device was working intermittently ¿contact on and off¿. There was a five minute delay to the surgical procedure. An identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to an internal motor or electronic control unit assembly failure due to immersion during cleaning. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.